Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red on back and under front te pad. The patient has known skin sensitivity. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed silka cream for the rash. Follow up indicated that the rash improved.